Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a cubie pocket was failed to unload medication. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the technical support specialist logged into the station and followed the knowledge article reference for the "pocket out of range" issue. The station was in disconnected mode and critical override, and data synchronization was not running. The tss attempted a restart, but it failed immediately. Then identified that change tracking was not enabled and enabled the required tables. After performing a manual recovery, the station started synchronizing properly and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a cubie pocket was failed to unload medication. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.